Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Reportedly, the customer was sent a replacement usb cable to resolve the issue. Customer¿s blood glucose was 277 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.